Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the micro chpv w rickham unitized (823113) was returned for evaluation. Device history record (DHR) - lot cngbo3, conformed to the specifications when released to stock failure analysis: the valve was visually inspected; the rickham reservoir was cut/torn away from the valve and not returned, also the stator and the x-ray dot were dislodged and a crack in the valve casing was noted. The valve could not be program tested due to the dislodged stator. The valve passed the test for occlusion and leak. The valve was reflux tested, the valve failed the test. The valve could not be pressure tested, due to the dislodged stator. The valve was dismantled and was examined under microscope at appropriate magnification: a crack was noted in the valve casing, and corrosion on the stator and the x-ray dot. The cam magnets were controlled. The magnets failed. Root causes: -the root cause for issue reported by the customer, is due to the valve receiving a hard knock -the root cause for the crack in the valve casing is due to the valve receiving a hard knock. -the root cause for the failed reflux test is due to the dislodged stator. -the root cause for the dislodged stator and x-ray dot is due to the valve receiving a hard knock and the corrosion. -the root cause of the corrosion could not be clearly determined galvanic corrosion could not be established as a direct root cause for those valves investigated, however it was found to be a contributing factor when trauma to the valve was found. Corrosion, when it arises, only arises after long term exposure to csf. The valve has been implanted for at least 9 years.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve could not be programmed and it was explanted. The patient did not experience signs and symptoms due to the programming issue.